Event description:
Hcp reported patient experiencing loss of effect including spasms, elevated blood pressure and lethargy post implant of a new pump. Follow up with hcp revealed the new pump was tested in the operating room and placed without apparent event. Pump filled with 15 ml. The programming was set with the 8840 programmer to 300 mcg/day of 500 mcg/ml baclofen. All programming appeared to work fine. The patient was ok overnight and at the time of discharge showed some elevation of bp but attributed to excitement. At home pt developed higher bp, spasms and lethargy and was admitted to hospital. X-rays revealed nothing significant and intrathecal baclofen increased and supplemented with oral. Patient in the ICU for 2-3 days and symptoms persisted - all telemetry appropriate to settings. Boluses of baclofen given without significant improvement. A dye study was done and the catheter was patent and no other catheter problems were noted. The rotor study did not yield satisfactory pictures. "Pump emptying study" revealed the pump had 15 ml remaining - should have 11 ml. Hcp felt pump was either not working or there was significant resistance. Pump and catheter replaced "about a week ago." The new pump had interoperative dye study-flow was less than ideal so catheter changed. Hcp feels patient may have subarachnoid scarring. With new pump patient dose started at baclofen 150 mcg per day due to fact pt has probably not had intrathecal therapy for a time. Baclofen has been gradually increased to 240 mcg now but patient still has some symptoms and pain. At next refill mso4 will be added to pump and original dose should be reached.